Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry indicating: interrogation of pump shows stoppage around noon on (B)(6) 2015 and at midnight on (B)(6) 2015. Patient states he hears brief alarms but nothing show up on his pocket controller screen. Patient scheduled to have pump replaced. Additional information was also provided: did patient experience a thrombus event (suspected or confirmed): no. Malfunction component: pump. Malfunction component: pump: driveline. Device malfunction: yes. Device malfunction causative factor: technical/procedural issues. Patient outcome: exchange.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was seen in clinic for loud alarms while connected to the power module. Upon interrogation of the pump, multiple low speed advisories and ¿pump off¿ events were noted. The issue did not occur when the patient was on battery power. It was also reported that rescue tape had been applied to the patient¿s percutaneous lead in the past. The log file was reviewed and the reported events were confirmed. X-rays were taken and reviewed by the hospital staff and ¿thinning of the driveline¿ near the metal connector was noted. The patient was admitted to the hospital. The patient was supported on battery power until a repair could be made or ungrounded cable provided. They were also advised to move the patient up on the transplant list. On (B)(4) 2015, the manufacturer¿s technical services representative evaluated the percutaneous lead. Continuity test revealed no broken wires. The distal end portion of the percutaneous lead was replaced. The patient continued to have low speed events after he was connected to a grounded patient cable. The patient was given an ungrounded patient cable. On (B)(6) 2015, the patient continued to experience low speed and pump stop events on battery power and when connected to an ungrounded patient cable. On (B)(6) 2015, the manufacturer¿s technical services representative attempted replacement of the remaining portion of the patient¿s original percutaneous lead. Evaluation of the percutaneous lead did not indicate any open wires. The first three wires were connected to the new percutaneous lead and upon connecting the new percutaneous lead to the system controller, the pump would not restart. After 5 seconds, the new percutaneous lead was disconnected and switched to the previous lead. The pump immediately started. The repair was stopped and the new percutaneous lead connections were cut. The area with exposed wires was wrapped with rescue tape. The pump was exchanged on (B)(6) 2015.

Manufacturer narrative:
The explanted pump was not returned for evaluation; however, the replaced portion of the percutaneous lead was returned. Evaluation of the submitted log file confirmed the reported low speed operations and pump stoppages. The suspected percutaneous lead damage was not confirmed. The replaced section of the percutaneous lead approximately 12 inches from the connector was returned. Red rescue tape was present from approximately 1 inch to approximately 2.5 inches from the metal connector. Damage to the silicone sleeve was identified underneath the rescue tape. Electrical continuity testing did not reveal any discontinuities or shorts prior to removing the plastic shield. Damage to the bionate was identified at approximately 3 inches from the metal connector. Damage to the bionate was consistent with abrasion damage with the metal shielding. Breakdown of the metal shielding was identified near the metal connector, approximately 3 inches from the metal connector, and 7 inches from the metal connector. Visual inspection of the wire found no fracture or breach. The percutaneous lead was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The evaluation could not confirm the location of the suspected wire issue. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 10 months. A portion of the percutaneous lead was returned for evaluation. The evaluation is not yet complete. The explanted pump is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder,